Event description:
Embolization of the catheter portion of an infuse-a-port which was withdrawn for nonfunctionality; a portion of the catheter part sheared off and embolized to the heart. Foreign body retrieval was successful without complications on (B)(6) 2010.